Manufacturer narrative:
The reported event was, "the patient suddenly suffered a cerebral infarction and lost consciousness." As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a new implant procedure. It was reported that during the operation the patient suddenly suffered a cerebral infarction and lost consciousness. The patient hands and feet were noted to be "flailing uncontrollably" but there was no seizure. The physician believed the patient suffered a stroke unrelated to the surgery and it was a mere coincidence it occurred at the same time. The procedure was immediately stopped, the new ra and rv leads removed, the wound was sutured, and the patient was returned to the ward. The patient was in good condition prior to the surgery and was alive post-surgery.